Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1018903 , test base part number 190-430/ lot: 1018903 the lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 1018903 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided . However a possible assignable root cause is sample interference or cross contamination. See related MFR. Report : 1221359-2021-02062

Event description:
The customer reported two (2) false positive results with the ID now covid-19 for 2 patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 on a nasopharyngeal swab. Repeat testing was performed and generated a positive result. Rt-pcr confirmation testing generated a negative on a nasopharyngeal swab in viral transport medium (platform unknown). The customer stated he was vaccinated with the moderna vaccine on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. See related MFR. Report : 1221359-2021-02062.